Manufacturer narrative:
Assessment by merz: the event occurred in compatible local relationship, whereas event onset was 14 months after injection which is a long latency but still possible. The event injection site granuloma (serious) is expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported nodules and neoplasm are considered to be symptoms of the granuloma. In this case, the granuloma was histologically confirmed as foreign material along with histiocytes, calcium accumulation, granuloma calcinosis, and neoplasia. However, the information provided is quite sparse and no further event details, or underlying conditions of the patient were reported. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality is assessed as possibly related to the treatment with radiesse based on compatible local and possible temporal relationship. This case is considered as serious with the serious event injection site granuloma because surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this consumer report was received from a mexican consumer and concerns a female patient. The patient was injected with radiesse into the hands, in (B)(6) 2023. In (B)(6) 2025, 14 months after the radiesse injection, the patient experienced granuloma calcinosis and neoplasia (also reported as several nodules) on her hands. She had a biopsy of hands, and the results showed foreign material along with histiocytes, calcium accumulation, granuloma calcinosis, and neoplasia. The outcome of the event was reported as not resolved.